Manufacturer narrative:
Legal claim received on 26-apr-2016: the plaintiff was implanted on (B)(6) 2012. Subsequent to implantation with essure, she began to suffer from severe pelvic pain and extreme menstrual changes. Plaintiff had to have a bilateral salpingectomy and a hysterectomy as a result of essure. Company causality comment this non-medically confirmed, spontaneous case report, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and bled every day after placement, as treatment she was submitted to ablation and tubal ligation and left coil was found missing. She also reported pain, which persisted after the above mention procedure, then salpingectomy and hysterectomy were performed, left coil was found and removed and she recovered. The reported events, interpreted as genital bleeding, essure dislocation and unspecified pain, were considered serious due to medical importance and are listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). Also abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. Given this information and considering the positive temporal relationship and dechallenge a causal relationship between the reported events and the suspect insert cannot be excluded. This case was regarded as incident due to the reported interventions. Other non-serious events were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit of the product. A legal claim was received as follow up information. Further information will now be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a (B)(6) year-old female consumer in united states on (B)(6) 2014 who had essure (fallopian tube occlusion insert) implanted in (B)(6) 2012 for permanent contraception. It was reported that she bled every day after placement, and experienced cramps. In the beginning of (B)(6) 2012 hsg (hysterosalpingogram) was performed and showed left coil still patent. She went back in (B)(6) 2012 and left tube was still open and was still bleeding. She was taking birth control pill to stop bleeding. In (B)(6) 2013 she had regular tubal ligation and ablation to stop bleeding which was successful but still had a lot of pain and left coil was found missing. In (B)(6) 2013 bilateral salpingectomy with right coil removal was done but left coil was still missing. In (B)(6) 2014 she underwent a hysterectomy and left coil was found and was removed with uterus. The symptoms subsided since hysterectomy. No further information was provided. Ptc investigation result was received on 28-oct-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. In addition, the ae case refers to a lack of efficacy (patency). A lack of efficacy may occur under the use of any product and is not indicative of a quality deficit per se. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this non-medically confirmed, spontaneous case report, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and bled every day after placement, as treatment she was submitted to ablation and tubal ligation and left coil was found missing. She also reported pain, which persisted after the above mention procedure, then salpingectomy and hysterectomy were performed, left coil was found and removed and she recovered. The reported events, interpreted as genital bleeding, essure dislocation and unspecified pain, were considered serious due to medical importance and are listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). Also abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. Given this information and considering the positive temporal relationship and dechallenge a causal relationship between the reported events and the suspect insert cannot be excluded. This case was regarded as incident due to the reported interventions. Other non-serious events were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit of the product. Follow-up information is being sought.

Manufacturer narrative:
Follow-up from 07-apr-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this non-medically confirmed, spontaneous case report, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and bled every day after placement, as treatment she was submitted to ablation and tubal ligation and left coil was found missing. She also reported pain, which persisted after the above mention procedure, then salpingectomy and hysterectomy were performed, left coil was found and removed and she recovered. The reported events, interpreted as genital bleeding, essure dislocation and unspecified pain, were considered serious due to medical importance and are listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). Also abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. Given this information and considering the positive temporal relationship and dechallenge a causal relationship between the reported events and the suspect insert cannot be excluded. This case was regarded as incident due to the reported interventions. Other non-serious events were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit of the product. No further information could be obtained.